Event description:
During the surgery, the surgeon used the drill, and while perforating the measurement guide, it broke.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.